Event description:
Our rep is reporting to us that during a routine follow-up examination to a shoulder repair, the surgeon noted from the x-rays that there is what appears to be the pusher portion of the versalok inserter in the bone, obviously from the surgery.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.